Event description:
It was reported that during a right heart catheterization procedure, it was noted that there was a loop in the catheter, tried to advance the catheter and the loop was noted. A .021 guidewire was inserted into the catheter and the catheter was unlooped. The balloon was inflated only once during this procedure with a 1.5 cc syringe. The catheter and guidewire were pulled out and it was noted that the balloon was missing. The sheath was examined and there was no balloon. Tests were performed, including a CT scan to locate the balloon but were unable to find the balloon in the patient. The patient is fine.

Manufacturer narrative:
Followed up with customer and it was indicated that the risk management is not going to release the catheter to edwards for evaluation at this time.

Event description:
Reporter indicated a vns pt had high lead impedance readings at an office visit. The vns was disabled. The reporter was advised to have x-rays performed. No trauma or device manipulation occurred. Vns revision surgery is planned, but a surgery date has not been set to date.

Manufacturer narrative:
Initially, it was stated that the catheter would be returned for evaluation. Follow up with the biomed engineer indicated that the device is with risk management and will not be returned at this time. The customer will follow up to advise if device will be able to be returned for evaluation.